Event description:
On 4/8/86, a device was implanted. On 6/5/89 and 7/16/91, the cylinders were revised. On 10/17/96, the entire device was removed from the pt and replaced due to erosion-glans. Add'l lot/ser#: 2280m 013.